Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that incorrect min/max/current. A technical support specialist backed up the database, updated database and restarted or rebooted the device to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis ciisafe system maximum/minimum/current quantity are greater than what they show on the pyxis server. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.